Event description:
The physician was deploying a perclose to the left femoral artery and the foot of the perclose would not close which caused the artery to tear creating a hole in the artery which needed repair. The physician did attempt to put in a 10 sheath but this did not help. Therefore the surgeon was called to surgically repair the artery.